Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, software version: 2.1.0 h3, h6: software data was received by the manufacturer for analysis. A software failure was confirmed. B01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the tractography could not process images correctly. Diffusion tensor imaging (dti) exams had been made in a competitors scanner, however, this could not be fully used on the navigation system software as a warning note was displayed that exams were not optimal. A second communication was shown on the navigation system about space greater that 3mm was not really accurate as space between slices were set at 3mm on the scanner before the patient examination. Furthermore, the magnetic resonance imaging (MRI) exam protocol was copied from the other scanner in a different center where those warning messages were not presented. There was no patient involvement.